Manufacturer narrative:
The power loss, low battery and error alarms were confirmed in the long trace. The detailed trace analysis confirmed that the pump alarmed low battery and then alarm was triggered when the backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Analysis of the micro timer in the detailed trace confirmed that the root cause was the non-sleep anomaly software error. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported low battery on their insulin pump. Customer advised they replaced the battery and it last about 2 to 4 hours. Customer advised that a power system error occurs as a result of the backup battery failing. Customer was advised that the internal power source is unable to charge. . Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.